Event description:
It was reported that during a case, an athem non-locking screw broke and remains in the screw in the patient post operatively.

Manufacturer narrative:
The device was not available for evaluation. No determinations could be made as to the cause of the reported issue.